Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 at 4:00pm, the patient was at a store when she felt weak. The cgm was displaying 53 mg/dl so she drank juice and sat down in her car. She then started to have a seizure and passed out. An acquaintance saw the patient passed out in the car and called an ambulance. At the hospital, an EKG was done to rule out a stroke and results were normal. An x-ray was done and results were fine. The doctor treated the patient with baqsimi nasal spray 300 mg and ¿glucogone¿ nasal powder 3mg to stop the patient was seizing. A some point during the the event, the patient experienced chest pain. The patient was in the hospital for 5 hours. At the time of the report, the patient was doing okay. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert acknowledged before mute override. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.